Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. The biomed reported to baxter customer service that the failure did occur during patient use, but there was no patient injury or medical intervention as a result. The biomed stated they have no record of any patient incident involving the pump since the last baxter service event. Information was requested but details were not available regarding patient status, age of patient, medication involved, tubing product code, infusion rate or the set up of the infusion device. Additional information was requested but no additional contact was provided.